Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver failed to charge and re-boot. The receiver was open and a visual inspection was performed, it passed. The log was downloaded evaluated with no findings observed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver failed to charge and reboot due to perpetual rebooting. The receiver was opened and the ui pcba was detached to perform a download. Functional testing was unable to be performed due to perpetual rebooting.